Event description:
The device was used during a partial lung resection procedure. Reportedly, the staples did not form properly, the device did not cut, and the staple line was incomplete. The surgeon applied another device and resected the tissue at the application site to complete the procedure. The hospital has reported no pt injury occurred.